Manufacturer narrative:
The review of the device history records of the plate used during the surgery indicate that the implant was manufactured according to specification and released within acceptable design parameters. Upon inspection of the returned article, applicable dimensions were measured within specification.

Event description:
It was reported that a paragon 28 baby gorilla 5th met plate was implanted on (B)(6) 2018. A revision surgery took place on (B)(6) 2019 to remove the broken plate from the patient. No product was used to replace the broken plate in the revision surgery. Per the initial reporter, there was an instance of non-compliance to the surgeon's post operative care instructions one week post-operatively. There were 3 subsequent appointments with the patient on (B)(6) 2018, (B)(6) 2019, and (B)(6) 2019. It was not reported when the plate was found broken.